Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the anchoring sleeve of the right atrial (ra) lead was protruding from the patients incision. The anchoring sleeve was removed and discarded and the incision site was irrigated with antibiotics and the lead remains in use. No patient complications have been reported as a result of this event.